Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification due to failure of functional testing. The analyzer was replaced. Replacement analyzer passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers thumb drive port was broken. The programmer was returned for service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.